Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. The other device involved in this event was reported under : 1222780-2021-00242.

Event description:
It was reported that on august 13th, the physician used first a myosure manual to remove a 2 cm polyp, then proceeded to use a novasure for an uterine ablation. On day 1 post procedure the patient appeared heavily medicated but feeling better with bowel sounds and ambulating. On day 2 the patient's abdomen was significantly distended and decreased bowel sounds. A repeat CT showed thickening of the ileum. She was taken to surgery and found to have an ileal perforation. She had a bowel resection with a primary reanastomosis. The postoperative course was uneventful. During the laparotomy there was no perforation on the uterus observed. No other information is available.